Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence of hernia, hematoma, and adhesions. Post-operative patient treatment included revision surgery, debridement, removal of old mesh, small bowel resection, hernia repair with new mesh, component of separation, lysis of adhesions, and tissue transfer to the right and left as well as placement of biological mesh.